Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 19th and 20th distal stent segments with struts raised and overlapping. No deformation was evident to the distal tip. The inner lumen patency was verified. Com code: c50190 please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
It was reported that the physician intended to use an endeavor resolute coronary drug eluting stent to treat a severely calcified and non-tortuous lesion located in the mid left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified and negative prep was performed with no issues the lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent could not pass through the lesion, therefore the stent was replaced with a new one. The physician reported that the event was due to use of the device in difficult lesion morphology/anatomy and that the event was procedural related and not device related. The patient is alive with no injury. Stent deformation was noted during device analysis.